Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank or black display noted. No unexpected reset the settings after changing battery noted. The pump was received with a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were having trouble with the insulin pump's battery. The batteries would not last. The customer went to take a shower and when he returned he noticed the insulin pump went blank so the customer changed the battery. The customer had battery half way but all of a sudden the insulin pump went blank. The customer replaced the battery and the display returned. The customer's blood glucose level was 140 mg/dl. It was also reported that there were two cracks around the reservoir. They did not know how the damage occurred. The device was returned for analysis.